Manufacturer narrative:
Unit received with no button response due to flattened (esc, act, up and down) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. No button error alarm during testing. Unable to perform self test, displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test and excessive no delivery test due to no button response. No flashing lights noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 295mg/dl at the time of incident. Customer stated that the insulin pump is alarming button error and flashing display . The customer mention they were experience high blood glucose levels but does not feel okay to troubleshoot. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
..